Event description:
It was reported by the hospital that a patient underwent revision surgery to change the liner for an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reason for the revision of the primary liner has not been provided, and it cannot be determined without further radiographic, surgical and patient information, as well as provision of the liner for examination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent revision surgery to change the liner for an unknown reason.